Event description:
It was reported that an 840 ventilator had an inoperable graphical user interface (gui). The ventilator was not in use on a patient at the time of the reported event. To address the failure, the customer replaced the gui printed circuit board (pcb). A service engineer (se) updated the software on the customer installed gui pcb. The unit passed all testing and operates within the manufacturing specifications.